Event description:
Related manufacturer reference number: 2017865-2022-02742. It was reported that the patient presented remotely via merlin.net. The right atrial (ra) lead showed over-sensing myopotentials leading to automatic mode switch. The right ventricular (rv) lead showed noise. No interventions were reported. The patient was stable.